Manufacturer narrative:
Failure event observed during analysis. Bunching of the ptfe liner was noted at 3.2cm from the connector pin and was due to a manufacturing anomaly. (B)(4).

Event description:
This report is to advise of an event observed during analysis.